Event description:
It was reported that an issue occurred with the echelon flex 60 powered plus stapler (440mm). There was no impact to the patient. After opening the first stapler the surgeon went to fire device, but it failed to fire on first attempt. New gun was subsequently opened to finish the remainder of procedure.

Manufacturer narrative:
(B)(4). Batch #662a62. Additional information was requested and the following was provided: did the device deliver any staples? No if yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? No if yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? No if yes, how was the device removed from the patient? If yes, did the jaws eventually open? Investigation summary : the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with an ecr60d reload loaded on the device. The reload was received partially fired 1/2. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformance's were identified.